Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
It was reported to philips that "after turning the device on with any settings, the main screen is displayed and nothing can be done - the keyboard does not work." There was no reported patient involvement.